Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Internal inspection revealed metallic shorting inside the power button which created an electrical short across the button resulting in the button being electrically pressed, even when not it was not physically pressed. This can result in the device unexpectedly powering on and off on its own. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported an unintended power on and off. No consequences or impact to patient were reported.